Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: a review of the pump¿s black box history showed that multiple cs 064 call service alarms were recorded on 11/15/2014. The pump was not able to complete the ezprime sequence or a 24 hour exercise due to a persistent cs 076 call service alarm. The pump case was removed and no moisture damage was found internally. The motor was found to be too weak to drive the piston. The complaint that the pump emitted a cs 064 call service alarm was observed in the pump history but was not able to be adequately investigated due to the internal motor failure. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 064 call service alarm when attempting to perform the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.